Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. Perform voltage test and unit has failed. The reported event of transmitter failed error was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a transmitter failed error that occurred on (B)(6) 2016. No injury or medical intervention was reported. The data was provided by the patient. The data was reviewed on 07/21/2016. The reported event of transmitter failed error on (B)(6) 2016 was confirmed. However, a root cause for the reported transmitter failed error cannot be determined. The complaint device was returned for evaluation. The investigation is not yet complete. A follow-up will be submitted upon completion.